Event description:
The patient was implanted with a left ventricular assist device. Approximately 1.5 years post-implant, the patient started to experience alarms while supported by the power module. A decision was made to exchange the pump after a CT scan was performed which revealed a suspicious area on the percutaneous lead.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. Following the pump exchange, the patient was reported to be doing very well and has since been transferred to the normal ward. The device was returned to the manufacturer for analysis and is currently in process. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.